Manufacturer narrative:
Further information from the reporter regarding this event has been requested. No additional information is available at this time. The reported events of seroma and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been done.

Event description:
Healthcare professional reported a patient experienced ¿poor integration and seroma issues¿ with seri® surgical scaffold. Side unknown.